Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded by the customer, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was positioned deep. A partial recapture was performed, but hypotension occurred. The valve was retrieved to further assess the patient who became unstable and hypotensive. Cardiopulmonary resuscitation (CPR) and cardiopulmonary bypass were initiated. The procedure was converted to an open procedure. Once hemodynamics stabilized, a different valve was loaded onto a delivery catheter system (dcs) and was successfully implanted. No further adverse patient effects were reported.